Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Ppf and sticker sheets received. Ppf alleged dislocation after first revision. Doi: (B)(6) 2008, dor: (B)(6) 2009, left hip.